Event description:
The customer received questionable (B)(6) confirmatory test results for one patient. The sample was drawn (B)(6) 2011, however, the date(s) of testing could not be verified. The initial (B)(6) result was (B)(6) using the elecsys reagent (lot #160821). The sample was repeated using the elecsys (B)(6) confirmatory test and was (B)(6). The sample was repeated using a competitor assay (an unspecified abbott assay) and generated a (B)(6) result. Pcr (polymerase chain reaction) technology was used on the same sample, which recovered a (B)(6) result. A second sample was drawn from the patient on (B)(6) 2011 and the elecsys (b)6) result was (B)(6). The reagent lot number for the (B)(6) confirmatory test was not provided. It is unknown which results were reported outside the laboratory, however, the patient was not harmed.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer sent two samples of investigation. The first sample tested (B)(6) with a retention (B)(6) reagent kit and a retention (B)(4) confirmation kit. The second sample tested (B)(6) with a retention (B)(4) reagent kit. The investigation findings confirmed what the customer reported. Together with the results from the customer and the abbott results supplied by the customer it can be assumed the elecsys results were correct. No adverse events was reported.